Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that ever since they changed the battery for their implant, "she told them it was not right when she turned it on and got a triangle on the screen of the patient programmer". Patient also reported that when she turned the patient programmer on and connect it to the implant, but got shock so bad that it jerks their whole body and that the shocking would be at any level for that stimulation intensity and also on program 3 at 5.4v and they turned the stimulation intensity to around 4.1v. Patient further stated that they was not getting 50% or greater symptoms control for several months. Patient went on to report that last monday from the date of the call, the doctor was not able to program their implant and that it was "not showing on the device" during troubleshooting, it was confirmed that the implant was on at 4.1v on program 3 and patient declined assistance with making adjustments but will follow up with hcp to address issues and concerns. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the battery was low. Patient did synced with their patient programmer and did not see a low battery icon during the call. Patient also started that they did not know when the shock stated and that it would cause their whole body to jerk. They also stated that the error messages occurred after the left the hospital and had also when they returned to the office for the device to be turned on and programmed and that when they pushed the blue keys then a triangle appeared. No further complications were noted or anticipated